Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch since the limited information indicates a malfunction. Should additional information be received, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04563-4 and 04566-7).

Event description:
During a shoulder revision it was noted by the surgeon that the instrument had no depth markings and while this did not cause serious injury during this procedure, this could cause serious injury in the future if the extraction instrument is too close to the cortical bone which could cause damage to the metaphysis.